Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple station interfaces were down across the server. The technical support specialist (tss) ran a site downtime query; messages were current, and no delays were reported at health site viewer. The tss restarted the carefusion care coordination engine services, and logs verified successful data publishing. The tss confirmed all devices were communicating, and no new issues were noted during the monitor sessions. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, multiple station interfaces were down across the server. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.